Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely, as the patient physiologically required high output. The device was removed and replaced. No patient complications have been reported as a result of this event.